Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that due to hurricane and loss of power device battery drained and cannot recharge. The battery was dead for a long time. Due to covid, the patient does not come to the clinic. There was increased pain. The ins was explanted an not replaced. The event resolved without sequelae. It was indicated that the event was related to device and therapy. It was indicated the event was not related to implant procedure.